Event description:
It was reported needlelessy port broke when attaching the male luer lock of equashield closed system transfer device (ctsd). There was leak and the break was caught prior to administration of chemotherapy gemcitabine. There was no patient harm.

Manufacturer narrative:
Additional information provided: d.4, d.10 & g.5. The customer¿s report that the needleless y-port broke was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted that the proximal smartsite port was broken off. The break occurs between the white ceramic plastic and the clear plastic of the smartsite body. Examination under magnification observed stress marks at the break site. The break site was jagged. Functional testing was deemed unnecessary due to the obvious leak that would occur due to the broken smartsite. The root cause of the smartsite break is due to an outside force being applied to the smartsite port as indicated through the observed stress marks. The root cause of the outside force could not be determined. Device history record for model 2420-0007, could not be performed due to no lot number being provided by customer.

Manufacturer narrative:
Concomitant medical products: equashield ctsd male luer lock connector, td (B)(6) 2020. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported needleless y-port broke when attaching the male luer lock of equashield closed system transfer device (ctsd). There was leak as the break was caught prior to administration of chemotherapy gemcitabine. There was no patient harm.